Event description:
Material#: 303401, batch#: 4155698. It was reported that the bd syringe 3ml ll w/interlink vac barrel / flange was damaged. The following information was provided by the initial reporter: quality issue with 3ml syringe. Hole in syringe.

Manufacturer narrative:
B.3. The date received by manufacturer has been used for this field. E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4) - supplemental MDR - barrel / flange damaged. Since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. Furthermore, a device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
No additional information was provided.